Manufacturer narrative:
Upon return, the device underwent bench testing, where it was determined that the AED was non-functional and would not have delivered therapy if needed. Further investigation identified the root cause as a solder issue on the main board causing inconsistent connection. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that their AED alerted a service code 7240, which could not be cleared by performing a manual self-test. They reported that this did not occur during patient use.